Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the devices were not returned and the lot number is unknown; therefore, device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets leaked from an unspecified location. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.